Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons are sticky and harder to push at times, back light was starting to dim out making it harder to read at times. The insulin pump had down arrow key sometimes the act did not respond right away. No harm requiring medical intervention was reported. The customer was declined to for troubleshooting backlight anomaly. The device will be returned for analysis.